Event description:
Update: - medical records received 08/01/2013. Revision operative report indicates the following: pain; elevated levels of cobalt and chromium; adverse local tissue reaction; moderate amount of brown, cloudy fluid in hip joint; small amount of tissue necrosis; cysts. The information received does not change the MDR decision.

Event description:
Litigation alleges that the patient suffered conscious pain, weakness and excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.